Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens and the lens tore. The lens was removed with no pt injury, no enlarged incision or sutures. Another same model lens was implanted.

Manufacturer narrative:
(B) (4): evaluation results - visual inspection of the returned product found the lens torn. A piece of the lens optic and one haptic were torn off and missing. There was evidence of dark surgical residue. Conclusions - based on the complaint history and the eval of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens tears, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issue including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specific root cause. (B) (4)